Event description:
It was reported when using the pyxis medstation es system, three pockets encountered failures due to read-write memory errors. The customer reported that the malfunction occurred while attempting to issue medication to the patient, resulting in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row board cable was defective. The field service engineer replaced the row board cable, while the cubies were replaced by the customer. Subsequently, the function checks were conducted successfully. The system functioned as intended after the field service engineer troubleshooted the device.